Manufacturer narrative:
(B)(4) the customer provided four photos for analysis. The photos show the arterial catheter within the guide wire, and the catheter has separated into multiple pieces. The returned device does not match the customer photos. The customer also returned one, unopened arterial catheterization set for analysis. No obvious signs of use were observed. Visual analysis did not reveal any defects, discoloration or anomalies with the returned sample. The catheter length from the juncture hub to the distal tip measured 124 mm, which is within the specification limits of 122-126 mm per catheter product drawing. The catheter body outer diameter measured 1.25 mm, which is within the specification limits of 1.24-1.30 mm per catheter product drawing. Manipulation of the catheter did not reveal any excessive brittleness, and the catheter flexed/bent as expected. A device history record review was performed, and no relevant findings were identified. The current approved product labeling for finished good sac-01218-pbx was reviewed and label part number lbl058221 includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects, discoloration or anomalies on the returned catheter. The returned catheter met all relevant dimensional requirements, manipulation of the catheter did not reveal any excessive brittleness, and the catheter flexed/bent as expected. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we observed that arterial catheters fragmented as soon as catheters were handled/touched. The "disintegration" of the catheters was visible before use on any patient. No patient was involved by this incident. It happened on more than 3 devices." Associated MDR numbers include: 3006425876-2024-01187,3006425876-2024-01204.